Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a defective charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that no image was being displayed and a b30 scope communication error appeared. There was no patient involvement.